Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 2005157. The review did not reveal any detected abnormalities during the production process that could have contributed to defective product and all quality tests were found to be within specification. As neither samples nor additional details regarding the incident were available, our quality team was unable to complete a thorough analysis. Twenty retained samples belonging to lot number 2005157 were obtained from the manufacturing facility for further review. The retained samples were inspected and no signs of defect were observed; therefore, no issues could be confirmed. At this time, a cause for the reported incident could not be determined.

Event description:
It was reported that syringe 2ml ls emerald was defective. This occurred on 4 occasions. The following information was provided by the initial reporter: when withdrawing drugs, the majority of defective 2 ml syringes were discovered, these are from the same batch.

Manufacturer narrative:
Date of event unknown. The date received by manufacturer has been used for this field. This complaint has been received by rcc (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 2ml ls emerald was defective. This occurred on 4 occasions. The following information was provided by the initial reporter: when withdrawing drugs, the majority of defective 2 ml syringes were discovered, these are from the same batch.